Manufacturer narrative:
The field service engineer (fse) visited the site, examined the system and performed a carryover test and high sensitivity system check. No issues were reported and the device functioned within spec. A specific root cause of this event could not be determined. This reportable event was identified during a retrospective review of complaints conducted between jan 1, 2008 to october 23, 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin) result in the risk stratification range for one pt. The results were generated on a unicel dxc 600i synchron access clinical system. The initial result was reported outside the laboratory. The customer re-ran the sample and the result was within the reference range. There were no changes to the pt's care or treatment. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.